Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple change cartridge error messages while attempting to load multiple new cartridges. The customer's blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully.